Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00006 to provide additional information regarding the results from the evaluation of the returned sample.

Event description:
The user facility reported that a portion of the guidewire was sheared during a procedure to change the patient's biliary tube. Communication with the user facility indicated: (1) the tech noted that a portion of the "coating was coming off the wire" during the procedure; (2) the guide wire was removed from the patient; and (3) the procedure was then completed using another of the same device. No additional event specific information was able to be provided.

Manufacturer narrative:
The involved device was returned and evaluated by qa at the manufacturing facility. Examination of the device confirmed: a portion of the urethane coating had been torn and separated from the core wire from approximately 368-mm to 380-mm from the distal end of the device; magnified inspection revealed that after being torn the urethane coating had been rolled back over the adjacent section of the guidewire in this distal direction; and measurement revealed that none of the coating had been fully separated and the partially detached portion had been slightly elongated as it was rolled back. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined, the appearance of the returned sample is most consistent with damage to the guidewire coating due to manipulation after becoming caught on a rigid object, such as another device in use during the procedure, as it was being withdrawn. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The involved device has not been received for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. However, there is no current evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device, so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).